Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis: the investigation of the returned device verify the reported complaint as valid. On inspection, it was discovered that the locking mechanism was loose and appeared to have been modified. The swivel base and the index knob both must be replaced, along with worn off small components. The unit was sent in out of order, and the ratchet arm and the torque screw are not marked with item numbers. This unit must be reassembled and a function test must be carried out. Root cause: the unit was received in used condition with visible wear and damage to internal components. The root cause of the issue was determined to be mishandling and worn components. The unit will undergo applicable repairs/replacements. No further investigation is required based on risk acceptability and no manufacturing defects were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 2 which is linked to mfg report number 3004608878-2021-00646: a facility reported that during use of the mayfield swivel adaptor (a1018), and after positioning and covering the patient (before doing the first cut), the head of the patient moved a little bit. The surgeon fastened the compression screw a little more and the patient was locked. The event lead to increased surgery time of 5 minutes with no patient injury.